Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® sodium heparinn (nh) 75 usp units blood collection tubes experienced clotting/micro clots/fibrin clots during use. The fibrin clot occurred 1000 times. The red cell hang up event occurred 1000 times. The following information was provided by the initial reporter: the customer stated ¿the customer complained while collecting blood with the green tube and during centrifuged, fibrin clots were in the middle. This occurred with an incidence rate of 10%, and a small part of the tube wall had fibrous clots adhered to the tube wall. ¿

Manufacturer narrative:
H6: investigation summary bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for fibrin and red cell hangup was observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to fibrin or red cell hangup were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure, fibrin and red cell hangup, because the defect was not evident in the testing of the customer lot samples. Evaluations of both retain and control samples tested were acceptable. All tubes demonstrated clinically acceptable performance for all visual observations evaluated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed based on the photos only, retention sample testing did not reproduce the noted defects. Bd was unable to determine the root cause.

Event description:
It was reported the bd vacutainer® sodium heparinn (nh) 75 usp units blood collection tubes experienced clotting/micro clots/fibrin clots during use. The fibrin clot occurred 1000 times. The red cell hang up event occurred 1000 times. The following information was provided by the initial reporter: the customer stated ¿the customer complained while collecting blood with the green tube and during centrifuged, fibrin clots were in the middle. This occurred with an incidence rate of 10%, and a small part of the tube wall had fibrous clots adhered to the tube wall. ¿